Event description:
The facility returned a 12.1mm micl12.1 implantable collamer lens and indicated the lens was not used, opened and torn. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): lens work order search. Results - visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).